Event description:
A strong burning smell and, a short time later, loss of waveforms at the solar monitor during surgery was during. It was noted that the pt data module (pdm) connected to the solar monitor, had overheated inside and the casing melted in a small area. The suspect pdm was replaced with another pdm and the issue did not reoccur. No death or serious injury was associated with this event, and medical intervention was not required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.